Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of an orbital floor the tip of a threaded reduction tool snapped off in the orbital rim. The section was left in the patient. The surgeon had obtained sufficient reduction so no additional instruments were needed. No delay in the procedure. This is report number 1 of 1 for (B)(4).